Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the ng tube was placed in a patient on (B)(6) 2020 and leaked at the proximal end where the feed set connects to it. It was not replaced but rather taped in place until they did not need it anymore. There was no patient injury.